Manufacturer narrative:
Event: customer reported to distributor that they had been using a gas cylinder of sulfur hexafluoride since (B)(6) 2017 with no issues but two recent cases involving retina re-attachment had re-detached. No further information was provided not were additional reports provided that patients eventually had successful reattachment or not. No individual patient information is known such as age, sex, etc. On 2/27/2018, the distributor reported the case to manufacturer. The actual date of the patient events is unknown other than that they occurred on the same day. The product was returned to manufacturer. Manufacturer conducted a review of the batch product record and discovered no issues. Manufacturer also re-analyzed the cylinder of gas and the product met the original specification.

Event description:
Event: case 2 of 2. Customer reported to distributor that they had been using a gas cylinder of sulfur hexafluoride since (B)(6) 2017 with no issues but two recent cases involving retina re-attachment had re-detached. No further information was provided not were additional reports provided that patients eventually had successful reattachment or not. No individual patient information is known such as age, sex, etc. On 2/27/2018, the distributor reported the case. The actual date of the patient events is unknown other than that they occurred on the same day. The product was returned to manufacturer. Manufacturer conducted a review of the batch product record and discovered no issues. Manufacturer also re-analyzed the cylinder of gas and the product met the original specification.